Event description:
The customer reported a discrepant antibody screening test on tango. In the first run antibody screening result was negative. In the second run the antibody screening test yielded a strong positive test result. The customer provided the tango pictures but returned neither the supposedly defective product nor the patient sample that had caused the false negative result. Therefore our quality control laboratory tested the retained sample of anti-human globulin anti-igg solidscreen ii with different negative and positive controls and an anti-d standard in different concentrations. All reactions were correctly positive respectively negative. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The tango optimo in question was thoroughly inspected for the critical parameters of antibody screening with no indication for any malfunctions.

Manufacturer narrative:
This is our combined initial and final report on this incident.